Manufacturer narrative:
(B)(4). Evaluation summary: this is an ancillary service event opened during investigation of (B)(4). The cause of the cracked door hinge on pump #1 could not be determined. No repairs were performed. If additional relevant information is received, a follow up report will be sent. A service history review revealed no previous service events were related to the reported condition.

Event description:
During product evaluation by a service technician, a flo-gard infusion pump had a damaged door hinge on pump #1. No additional information is available.